Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent abdominal sacral colpopexy, lysis of adhesions, and cystotomy.

Manufacturer narrative:
Date sent to the FDA: 06/15/2016. It was reported that the patient underwent an excision of mesh concurrently with cystoscopy on (B)(6) 2007.